Manufacturer narrative:
The customer¿s experience with an over-infusion of acetylcysteine was not confirmed. Review of the pcu event log showed that the pcu was powered on (B)(6) 2019 at 2:27 am. At 2:27 am, the initial infusion of acetylcysteine was started and infused at a rate of 125 ml/hr until completing appropriately at 6:28 am. At 9:29 am, the event device (s/n (B)(4)) was programmed for a primary infusion of guardrail drug acetylcysteine (second dose; drugid=12) at a rate of 62.5 ml/hr (drugamount= 7500mg; diluentvolume=1000 ml). Between 10:45 am and 10:50 am, the device alarmed for air in line and was restarted ten (10) times before being channeled off at 10:50 am. Primary volume infused= 627.513 ml functional testing performed on the returned pcu and source pump module indicated that the system was delivering fluid within specification. No abnormalities were observed during inspection of the pumping mechanism. The customer did not provide the event administration set for investigation. The root cause of the reported over-infusion of acetylcysteine was not identified.

Event description:
It was reported that IV acetylcysteine 7,500 mg/1,000 ml was set to infuse at 62.5ml/hr over 16 hours through an IV infusion pump as a primary infusion. The medication was programmed using the device's guardrails drug library and started on (B)(6) 2019 at 0927. No secondary infusion was attached. On the same day at 1100, the device was beeping. The rn went into the room to assess and discovered that the bag was empty after running for only an hour and a half. Two registered nurses checked the patient and re-verified the device settings. The event device was taken out of use and exchanged for new one. Poison control center was notified. Blood tests, liver function tests (lft), and acetaminophen level assessments were repeated to check if the level was increasing. It was then reported that no treatment was needed as a result of the acetylcysteine bolus. There was no injury to the patient.

Event description:
Received a copy of the customer's additional information letter from FDA which states, ¿patient had a acetylcysteine drip infusing at 62.5 ml, initiated at 0927. At 1100 pump was beeping and rn went in the room to assess. Bag was found empty, pump was still set at 62.5 ml/ hr. Verified pump settings again. Pump exchanged for new pump. Old pump tagged and taken out of use."

Manufacturer narrative:
Additional information provided from (B)(4).

Event description:
It was reported that IV acetylcysteine 7,500 mg/1,000 ml was set to infuse at 62.5ml/hr over 16 hours through an IV infusion pump as a primary infusion. The medication was programmed using the device's guardrails drug library and started on (B)(6) 2019 at 0927. No secondary infusion was attached. On the same day at 1100, the device was beeping. The rn went into the room to assess and discovered that the bag was empty after running for only an hour and a half. Two registered nurses checked the patient and re-verified the device settings. The event device was taken out of use and exchanged for new one. Poison control center was notified. Blood tests, liver function tests (lft), and acetaminophen level assessments were repeated to check if the level was increasing. It was then reported that no treatment was needed as a result of the acetylcysteine bolus. There was no injury to the patient. Received a copy of the customer's additional information letter from FDA which states, ¿patient had a acetylcysteine drip infusing at 62.5 ml, initiated at 0927. At 1100 pump was beeping and rn went in the room to assess. Bag was found empty, pump was still set at 62.5 ml/ hr. Verified pump settings again. Pump exchanged for new pump. Old pump tagged and taken out of use." Received a copy of the customer's medwatch from FDA which states,"patient had a acetylcysteine drip infusing at 62 5 ml, initiated at 0927 at 1100 pump was beeping and rn went in the room to assess bag was found empty, pump was still set at 62 5ml/ hr verified pump settings again pump exchanged for new pump old pump tagged and taken out of use."